Manufacturer narrative:
Internal complaint reference: (B)(4). H11 h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during the shoulder arthroscopy procedure, while using the firstpass suture passer, the doctor applied excessive force, causing the instrument to break. The procedure was resumed, without any delay, using the same devices. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H11. D4 and h4: lot number, mfg and exp dates updated.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned without any original packaging but has the lot number laser etched into the handle. The top jaw of the device has disconnected from the device and was not returned. There is no other visible defect. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.